Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would clear the alarm and resumed insulin delivery or the supplies on the pump would be changed. The customer's blood glucose (bg) level was 426 mg/dl. The address the bg level, the customer would change the supplies, deliver a bolus and use insulin injections to manage diabetes.